Manufacturer narrative:
This medwatch report filed includes the registration number for impact medical. Zoll acquired impact medical and will be using the zoll registration number on all future medwatch reports. Evaluation results: the device was not returned to zoll medical corporation; the device's smart pneumatic module assembly was removed and returned. The smart pneumatic module assembly was put through extensive testing without duplicating the malfunction. A replacement was sent to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed a "runtime calibration failure: 1051" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.